Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h11. Upon receipt of additional information, it was determined this product and medwatch report should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3002806535.

Manufacturer narrative:
(B)(4). D4 - this product is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). G2 - foreign: japan. G4 - the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k192236. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced cardiopulmonary arrest intra-operatively. The surgery was completed immediately thereafter; however, the patient¿s current condition is unknown. Due diligence is in progress for this complaint; to date no additional information has been received.